Event description:
The health care professional reported "reading >20000 ohms" and stated "all impedances on lead in right brain are >20k." The impedances were "in normal range" during previous visits. X-rays were taken and revealed "no problem found." The patient was "still getting good therapy on both sides." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).